Event description:
Customer reportedly rec'd the following results on the advantage sys within 10 minutes; 139 mg/dl, 414 mg/dl and 184 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has test strips; replacement was sent.